Manufacturer narrative:
Investigation results: the complaint of needle retraction failure could not be confirmed from the thirteen sealed 20g insyte autoguard units that were received in sealed packaging from lot #4198873. A functional test showed that the safety mechanism functioned and each needle fully retracted. The affected unit was not provided for investigation. However, a trend was identified for the reported failure and corrective actions have been implemented to investigate this type of incident and identify the root cause. Although the representative samples and manufacturing records do not support the complainant¿s description of the reported event, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.

Event description:
It was reported that bd insyte autoguard needle did not retract. The following information was provided by the initial reporter: the needle either sticks or doesn¿t deploy when you press the button. (B)(6) 2025. No pt harm.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.